Event description:
The following has been reported: biomed reported: unit to be sent out for repair. No patient harm was involved.(B)(6)- the unit has a pump problem exception activation that appears when it activates. It will have to be pulled from service and sent out to the vendor for repair. A preliminary review identified the following issue: electrical hardware failure (12v) an active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.